Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/23/2018 that on (B)(6) 2018, a loss of connection occurred. The reported allegation was not found. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0 voltage. There was no data log available to confirm the reported event of a loss of connection. The complaint confirmation was unable to be determined. A root cause could not be determined.